Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 30th june, 2022 getinge became aware of an issue with one of our surgical lights ¿ prismalix 6000. As it was stated, the paint was chipping from the device. There was no injury reported. However; we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ prismalix 6000. As it was stated, the paint was chipping from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information provided by the service technician, the device has been repaired by replacement of the spring arm and the arch. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification as the paint should not peel and it contributed to incident. In the time when the event occurred, the device was not being used for patient treatment. The subject matter expert at the manufacturing site has performed the analysis and concluded the issue was caused by the improper cleaning methodology. To prevent any similar incident, it is recommended to respect the cleaning instructions avoiding high concentrations, prolonged exposure to detergents / disinfectants solutions, to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of h4 device manufacture date field deems required. This is based on the internal evaluation. Previous h4 device manufacture date 03/29/2006. Corrected h4 device manufacture date 03/23/2006.